Manufacturer narrative:
Further information surrounding the event has been sought. A supplemental medwatch will be submitted when the investigation is completed. (B)(4).

Event description:
It was reported that the ventilator stopped delivering oxygen in the middle of MRI while it was connected to a patient. The patient's saturation dropped into the 80's. The patient was bagged and the ventilator was replaced. The final patient outcome was no harm. (B)(4).